Event description:
A report was received that the lead broke through the surface of the skin on the patient's head. The patient's leads were just implanted on the subsurface of the skin. The patient underwent a revision procedure wherein the lead was cut and explanted. The patient was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-50, serial/lot #: (B)(4), description: linear 3-6 lead, 50cm. The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.